Event description:
A nurse reported to baxter great britain that a patient experienced an overfill. The home patient (hp) had a kink in their line, under the anchor tape, and near the titanium cuff. The line was not secured either. The home choice (hc) was correctly sounding low drain volume alarm's and the hp got impatient and kept turning the hc off, and preceded in performing manual fills, which resulted in an accumulation of fluid in his peritoneal cavity. His normal fill volume (fv) was about 2l and the hp was on dianeal pd4 1.36% and 2.27%. The hp went to the hospital and the nurse drained out 4,784mls. The nurse stated the machine was not at fault. There was patient involvement, but no patient injury or medical intervention indicated along with this report.

Manufacturer narrative:
(B)(4). The iipv event was confirmed by the fill and drain volumes that were reported. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.